Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained low blood glucose of 47mg/dl. Troubleshooting found that the drive support cap was normal and the pump programming is accurate. The customer was advised to monitor the pump and blood glucose. Customer indicated that their doctor will be called and declined further troubleshooting.